Event description:
Patient presented to emergency department following ICD shock from cardiac resynchronization therapy defibrillator (crt-d). Interrogation of device showed atrial trigeminy with 1:1 av conduction with heart rate of 120's. Some of the vs"(ventriculars)" events were double counted due to t wave oversensing (two). This caused inappropriate ICD shock. Two could not be reproduced in vvi mode. Device was reprogrammed.